Event description:
It was reported that while using kit bd max exk dna-1 EU luo broken bottles that leaked sample were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "a defect was found on some of the reaction tubes in the reagent strips of lot 1047544. These tubes do not have a bottom and appear to have been cut off this defect resulted in a "lysis heater block paused" instrument error and sample spillage inside the machine."

Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3007420875-2021-00028 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. This particular event would require the user to acquire replacement material in order to use as intended. This event results in user dissatisfaction. These physical defects do not negatively affect the results, and would render the product unusable. This is unlikely to cause serious injury.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device kit bd max exk dna-1 EU luo catalog number 442817 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using kit bd max exk dna-1 EU luo broken bottles that leaked sample were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " a defect was found on some of the reaction tubes in the reagent strips of lot 1047544. These tubes do not have a bottom and appear to have been cut off this defect resulted in a "lysis heater block paused" instrument error and sample spillage inside the machine. "